Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they saw the recall on the ins. Agent asked clarifying questions and patient said they read the recall about unable to reprogrammed the ins and causing problems with programming. Patient reported they are getting less pain when they turn the stimulator off then they do with the implant on. Patient stated they are feeling electrical current running through their entire body and they can feel a stinging and burning at times around the implant and their vision gets blurry and create problems and they wanted the ins removed. Patient reported the device makes them nauseous and give them headaches and they have turn the ins off for three days and when they turn the ins back on they got nauseous and headaches. Patient services specialist asked clarifying questions and patient said the symptoms have been going on since he had the implant. Patient stated they mentioned the symptoms to healthcare provider (hcp) and was told this is normal. Patient service reviewed device function and recommend patient consult with healthcare provider for next steps. The patient was redirected to their healthcare provider to further address the issue.